Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant there was no capture at one location and further manipulation reviewed the threshold was higher than acceptable range. The lead was removed and a new lead was attempted. It was reported that the new lv lead had no capture and the physician was unable to manipulate the lead further. The lead was removed and no lv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.